Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use with bivona tracheostomy tube, ventilator alarmed. Upon inspection, patient's tracheostomy flange noted to be broken. New tracheostomy placed. There was patient involvement and no harm.